Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt implanted with two implantable ventricular assist devices (ivads) for biventricular support. It was reported that the lvad pneumatic cable sheared off the driver. The lvad could not be handpumped for several minutes, and rvad continued to function normally. The pt (symptomatic) was exchanged to a backup driver, admitted to local emergency department, intubated, hand ambu performed due to elevated pulmonary pressures. The pt was transferred to the implanting facility, for full neurological/pulmonary recovery.